Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.

Event description:
It was reported that a pump has a malfunctioning keypad. It was stated that the letter "g" is always on, it cannot be deleted, or no other letters can be typed. There was no pt involvement.